Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsc1 was being used. The generator was emitting a continuous beep. The test tip was applied and the fault lies with the shears. Another instrument was used to complete the case. There was no consequence to the pt.